Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. The patient had a history that included cerebal palsy. It was reported that the patient had relief of spasticity for approximately one week post implant and then a gradual return of symptoms occurred. It was noted that the patient was experiencing headaches; a cerebrospinal fluid leak was reported and treated with 2 blood patches but the patient still complained of intermittent headaches. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed and revealed that the catheter had moved from t 1/2 to t 10/11. A revision would be performed but a date was not yet scheduled.